Manufacturer narrative:
H11: internal complaint reference (B)(4). Concomitant devices: 1) part no: 72205135 / lot no: 2159228 / healicoil knotless rgnst / mfg. Date: 05-jul-2024 / exp. Date: 05-jul-2027. 2) part no: 72205135 / lot no: 2167412 / healicoil knotless rgnst / mfg. Date: 23-oct-2024 / exp. Date: 23-oct-2027. H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a standard single row rotator cuff repair using the qfix 2.8 mm drill and guide, the insertion site was cleared of debris prior to anchor insertion. After deploying the anchor and removing the anchor and drill guide, the black and white cobraid suture was found to be detached from the anchor and came out entirely with the drill guide and inserter, with the suture appearing to have broken within the anchor (B)(4). The blue and white cobraid remained intact and was initially salvaged for the repair; however, the anchor ultimately pulled out after the sutures were tied. The anchor body and remaining blue cobraid sutures were completely removed from the shoulder using an arthroscopic grasper. Upon tying the other two anchors (anterior and posterior to the failed middle anchor), both also pulled out (B)(4), avulsing cortical bone and resulting in a bone defect across all three anchor sites. Contributing factors may have included poor bone quality, increased load transferred from the failed anchor, or inadequate spacing between anchors. An attempt was made to salvage the repair using a 5.5 mm healicoil knotless anchor and the qfix repair sutures, but fixation was inadequate in the bone defect area. The case was converted to an open repair and completed using transosseous tunnels, backed up with a 5.5 mm healicoil knotless anchor. A surgical delay of less than 5 minutes took place. The surgeon considered the repair ultimately successful and anticipated a typical postoperative course for the patient.